Event description:
On (B)(6) 2012, the patient claimed he had more air bubbles in the last two cartridge/tubing replacement than usual and wanted to have his pump replaced. At around the same time, the patient reportedly had elevated blood glucose of 200 mg/dl and 197 mg/dl with symptom described as vision problems. The patient indicated that the bubbles have been removed. The patient is aware of how to remove and prevent bubbles in the cartridge and infusion set but felt the bubble issue was related to the subject pump. The patient demanded the pump be replaced. The animas cartridge and pump was replaced and requested back for investigation. This complaint is being reported due to an air bubble issue relating to the cartridge and because the patient had symptom suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. The returned cartridge passed the force, fill and leak test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.